Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred, and the coronary diagnosis procedure got delayed for approximately 5-10 minutes due to a reboot. The philips field service engineer (fse) inspected the system onsite and confirmed that the blue screen of death on the review monitor because of which x-ray was not possible. Analysis of system log file showed that the system is crashing. Upon troubleshooting, fse initially replaced the ssd, yet the blue screen problem continued. Subsequently, they replaced the suite pc, which provided a temporary fix but encountered a freeze at 6%. To address this, fse reloaded the software with a different usb stick and conducted a complete system software installation. Additionally, they required new license files for both the suite pc and the flexspot pc, restored backups to the system and database, and created new backups on their software stick. The replaced suite pc was returned to philips for further analysis and the analysis confirmed that the malfunction was due to failed mother board which resulted in the unit boot up issue. After replacement, the system was returned to use in good working order the codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system crashed, and x-rays were not possible. No harm was reported to philips. Philips has started an investigation of this complaint.